Manufacturer narrative:
Although requested, to date, the electronic history files from the AED have not been returned from the customer. Additionally, the customer has not provided the serial number from the AED associated with this event and little information is known. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
On (B)(6) 2015 after contacting the initial reporter and requesting more information about the reported event, we were forwarded to bridgett losee, (208-776-5221 x 102) the person who was involved with this rescue attempt. Bridgett stated that the event occurred on (B)(6) 2015 not in april as initially reported. Examination of the electronic event record from the AED for (B)(6) 2015 reveals a patient who is asystolic; asystole being a non-shockable rhythm. During a single analysis period (the 6th such period) approximately 12 minutes into the rescue attempt, the rescuers performed CPR during the AED's analysis period. CPR being performed during analysis can lead to a false shock indication as it did in this instance. It is for this reason the AED prompts the user to "do not touch the patient" during analysis periods. Once the AED began charging and the rescuers ceased performing CPR, the asystolic rhythm became clearly visible and the AED correctly cancelled shock. When the AED was powered down several minutes later, the AED warned the user to replace the 9v battery. The AED performed correctly; no malfunctions are evident. The AED is performing as designed and currently remains in-service.

Event description:
On (B)(6) 2015 it was reported by an end user that during a rescue attempt by company employees, the AED advised a shock, but powered off, reporting replace battery pack. It was reported that no shocks were delivered and that the patient was not resuscitated. The end user reported that they power on the AED often for training and perform battery pack self-tests frequently.